Event description:
Event description boston scientific received information from this caller stating that this pacemaker's magnet rate is 85.4ppm via transtelephonic monitoring (ttm). The caller noted that in september, the magnet rate was 90.4ppm. The caller was unaware of programmed parameters and has not had a chance to interrogate device. A boston scientific technical services consultant informed the caller that this device is included in the insignia microcrystal failure mode 2 population (9/22/2005). The consultant recommmend that the patient come is as soon as possible for device interrogation, confirmation of battery status and a hex dump. It was later reported that the device was explanted and replaced.